Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had intermittent capture and pauses in pacing. The field representative indicated a change out has been scheduled. There were no additional adverse patient effects reported.